Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
5. Describe event or problem it was reported that during the procedure, autocon showed a "low voltage fault error" and failed to cut and coagulate. The surgeon had to opt for an open procedure to complete the process.